Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Information received indicated the plate was used off-label in this patient for a proximal radial fracture surgery. Based on the information received regarding the usage of the plate, this is consistent with off-label use.

Event description:
In the article " metadiaphyseal proximal radial fracture around the bicipital tuberosity fixed using a volar distal ulna plate via the volar henry approach: a case report" by higashi, t., et al., the authors reported a case study of a 77-year-old woman who had fallen and hit her left hand resulting in a fracture of the proximal radius metadiaphysis. Surgical treatment was selected to reposition the fracture dislocation and shorten the immobilization period in order to achieve acceptable elbow function with a quick return to daily life. Under general anesthesia, open reduction and internal fixation were performed 17 days after the injury through volar henry approach, during which the superficial branch of the radial nerve and the lateral antebrachial cutaneous nerve were identified and carefully protected. The biceps tendon was intact, but its small bony fragment attachment was displaced by the fracture. Displaced bony fragments were repositioned and fixed with acu-loc volar distal ulna long right (acumed, hillsboro, or, USA). Four 2.3-mm locking screws were inserted into the proximal fragment, one 3.5-mm cortical screw and two 3.5-mm locking screws were inserted into the distal fragment, and one 3.5-mm locking screw was inserted into the third fragment. Manufacturer of the screws is unknown. The authors reported following 2 weeks of immobilization, a rehabilitation program was prescribed. Further, bone union was achieved after 4 months of surgery with no angular deformity or shortening. After 10 months, the patient showed no difficulties in activities of daily living with her elbow joint regaining nearly normal range of motion. This is off-label use of an acu-loc distal ulna plate for a proximal radial fracture.